Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the battery cap was not returned. Therefore, a test battery cap was used to complete investigation. During evaluation, the battery cap secured tightly to the pump. The battery compartment was found to be intact. The pump was exercised for 24 hours with no rebooting, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside pump. The reported power issue was not duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to be discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.